Event description:
It was reported by the site that anti-coagulation therapy was stopped due to the patient experiencing bleeding approximately three weeks prior to this event. The event occurred when the flow and watts increased in the left sided ventricle assist device (vad) and anti-coagulation therapy was restarted, along with tissue plasminogen activator (tpa) when the right sided ventricle assist device (vad) flow and watts also increased. At some time after the anti-coagulation therapy was restarted, the watts decreased and the flow also decreased to less than two (2). According to the surgeon, the patient was not a surgical candidate for pump replacement, and the decision was made to withdraw care. The right sided vad was decreased to zero and was turned off, followed by the left sided vad. The date of death is unknown and no additional information has been provided at this time.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed low flow event. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Pathological examination did not reveal any presence of thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information clarified that this device was implanted as a left ventricular assist device (lvad) and the patient also had a right ventricular assist device (rvad). Initially flow and watts increased in the rvad after anticoagulation had been stopped due to bleeding. When the flows dropped the alarms were turned down to 1 and when the flow was below 1 there was a medium priority low flow alarm on this device implanted in the lvad as well. Both pumps were turned off. It was further clarified that the date of death was (B)(6) 2014. A review of the controller log files associated with this device captured in event confirmed the reported low flow alarms. Vad parameters have been within normal operation during the multiple speed changes. Pathology analysis of the returned lvad by an independent lab reported no gross evidence of thrombosis or scoring within the device. Completion of full mechanical analysis of the pump is pending. This is one of two reports submitted related to the event - report 3007042319-2015-00106 is related to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including cardiac arrhythmias, multi organ failure and death have been associated with the use of this device as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The devices are expected to be returned for analysis. Caution: safety and effectiveness in persons less than 18 years of age and in persons with a bsa of less than 1.5 m2 have not been established. The devices are expected to be returned for analysis.